Event description:
I started getting headaches and migraines frequently. I had never had migraines before. The next symptom was an unexplained rash and skin sensitivities. I also started getting several yeast and vaginal infections that were hard to treat. These infections would come every other month. I started getting severely fatigued. I had cognitive dysfunction - memory loss and brain fog. I started to get chronic dry mouth and eyes. My hair also became very dry and brittle. I would bruise very easily and it would take longer for bruises to go away. I could no longer stand to be outside if it was hot or cold. I lost my libido. I started to gain weight even though I worked out 5 days a week and ate well, I gained about 60 lbs in 18 months. I started to have night sweats, ringing in the ears, and heart palpitations. My body odor changed and it was foul smelling and sour. I began having issues with frequent urination. I began having food intolerance I had never had before and gastrointestinal issues. I started looking for answers in 2016. I had blood work done by my pcp and he said everything was fine. But I knew it wasn't. I went to a new pcp, she said the same thing, blood work looked fine. So then I went to a women's specialist who ran a 12 page blood panel. From this extensive panel I was told I had low testosterone, high estrogen, under active adrenals and thyroid, pcos, insulin resistance, chronic inflammation, low levels of b12 and vit d. But I could not get a definitive diagnosis. I went on several prescriptions and supplements, 18 months later I had my blood work ran again and things had gotten worse, not better. I never had any issues when I was younger. I had breast implants (B)(6) 2003 when I was (B)(6) y/o, mentor smooth saline under the muscle. My plastic surgeon told me the only reason they would need to be replaced is if they ruptured or I wanted them larger. I was told mammograms would be easier to read and that nursing would not be affected. I was lied to. I was never given a pamphlet from mentor, I was never asked to come back to the surgeon's office. I was never told to register my implants or get a warranty. For the first 8 years, I didn't have any issues from my implants, or anything associated from my implants. I didn't make the connection until this year. I am getting them out as soon as I get a surgery date set. They have stolen years from my life. I should have at least been told about replacement and possible side effects. I should have been followed up with for long term effects of implants. I was not able to give proper informed consent. FDA safety report ID# (B)(4).